Manufacturer narrative:
The device has not yet been received by verathon; however, the device return is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that while using a glidescope core 2m quickconnect cable during a patient procedure, green lines appeared on the connected glidescope core 15-inch fhd monitor. Additionally, the customer indicated that these green lines significantly hindered the ability to visualize the position of the bronchoscope within the airway. Consequently, the procedure was temporarily halted to allow the staff to troubleshoot the cable to eliminate the lines; however, the problem continued to persist. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope core 2m quickconnect cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to replicate the reported issue. When connected to verathon's test equipment, no issues were observed. No physical damaged was identified via visual inspection. The cable passed verathon's device functionality testing and confirmed to be within specification. Neither the monitor nor the bronchoscope used during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer's cable was scrapped due to already being provided a replacement. No further investigation is required at this time. Verathon wil continue to monitor for trends.